Manufacturer narrative:
(B)(4). Concomitant medical products: arcos con sz c std 60mm ha, pn: 22-301303, ln: 426140; unknown bolt, pn: unknown, ln: unknown; epoly rlc 36mm 10deg sz26, pn: ep-105896, ln: 724570; regen/rnglc+ multi 66mm sz 26, pn pt-106066, ln: 258630; delta ceramic fem hd 36/0mm, pn: 650-0661, ln: 3305503; arcos 18x150mm spl tpr dist ha, pn: 22-300818, ln: 426140. Report source- (B)(6). Multiple MDR reports were filed for this event. Please see reports: 0001825034-2019-00541, 0001825034-2019-00669. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial left hip arthroplasty. Approximately four years post op it was reported that the patient suffered trochanteric pain.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.